Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer had been using the cartridge for 10 days. Customer's blood glucose level was elevated (314 mg/dl).

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.